Event description:
While testing the 1/4 inch drill with (B)(6) at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have worn chuck teeth. The device was discarded by the manufacturer.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the 1/4 inch drill with jacobs chuck at the manufacturer, it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.